Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the surgeon attempted to pass the trocar through the patient and found significant resistance. On taking it out, he noticed that the plastic sheath had broken above the level of the metal trocar beneath it. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Trocar sheath splits / cracks / breaks. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found the tip of one needle was broken.